Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that one plastic tab was broken and missing. Functionally, the device was attached to the re-usable metal clamp and connected to the generator showed satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The device functioned normally and within specifications. It was reported that the device activated an alarm. An associated device issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The product analysis detected an additional condition that was not related to the reported issue, the plastic tab was broken and missing. The product analysis noted evidence that the device was not used as intended. The instructions included with this device provide the following guidance: snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device was grasped in a gauze but alarm sounded after four seconds. The device was reconnected but it did not resolve the issue. Replaced with new similar device and it worked fine. There was no patient involved. Medtronic's initial evaluation of the incident device found that one plastic tab was broken and missing.